Event description:
(B)(4). It began with chronic fatigue about a month after essure placement. I went to the doctor and was diagnosed as depressed. It got worse and not better. In (B)(6) 2016 my body started breaking out in hives and urticaria, later diagnosed as dermatic graphism. My allergist confirmed a nickel allergy that I'd never had before and was likely caused by nickel overexposure. Other symptoms that have only happened since essure placement include weight gain, bloated belly and foggy brain.